Manufacturer narrative:
The reported event for inadequate capture was not confirmed. As received, a complete lead was returned in three pieces. Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-21080. It was reported that the left ventricular (lv) lead and right atrial (ra) lead exhibited high capture threshold. On (B)(6) 2021, the lv and ra leads were explanted and replaced. The patient condition was stable before, during, and afterwards.